Event description:
The nurse reported that the central nurse's station (cns) spontaneously rebooted three to four times. This started on or about 11/17/2025. He was also unable to disable the touch keys. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the nurse reported that the central nurse's station (cns) spontaneously rebooted three to four times. This started on or about 11/17/2025. He was also unable to disable the touch keys. No patient harm was reported. Investigation summary: multiple attempts were made to collect additional information regarding the complaint and to have the device sent in for evaluation. However, there has been no response from the customer. As such, there is not enough information to perform an investigation. Nihon kohden will continue to trend and monitor. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 11/21/2025 emailed the customer via microsoft outlook for the information in the ni list above: the email was kicked back as undeliverable. Attempt # 2: 12/09/2025 called the customer using the only phone number that was provided: the call went to a corporate call center in a different state. The customer could not be reached at that location.

Manufacturer narrative:
The nurse reported that the central nurse's station (cns) spontaneously rebooted three to four times. This started on about (B)(6) 2025. He was also unable to disable the touch keys. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The nurse reported that the central nurse's station (cns) spontaneously rebooted three to four times. This started on about (B)(6) 2025. He was also unable to disable the touch keys. No patient harm was reported.